Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one month later this device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, was suspicious of exhibiting the advisory behavior. The monitoring voltage was 2.65 volts after 24 months of implant. The current monitoring voltage was 2.5 volts. A boston scientific technical services consultant recommended following the patient monthly and changing out the device within 30 days of declaring elective replacement indicator (eri). To date, there have been no adverse patient effects reported.